Event description:
A malfunction related to a malf 16 error code was reported, and it was confirmed that no significant events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was instructed by technical support on how to reset the pump, but the malfunction recurred. Technical support decided to replace the pump, and the customer was guided to use multiple daily injections (mdi) as a temporary backup therapy. The customer understood how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.